Event description:
Customer reported that the pump declared an altitude alarm. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support guided customer to clean speaker holes and reconnect the cartridge but the customer declined to wait an additional five minutes before resuming insulin. After cleaning, the pump returned to normal operation and customer received tips to prevent future altitude alarms.